Event description:
It was reported that during equipment testing conducted by a MFR field svc tech at the user facility, the device was running without user activation. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, several internal components were found to be corroded, including motor assembly. A corroded motor can allow magnetic leakage onto the hall sensor which may result in the device running without user activation. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.